Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 505 mg/dl. The customer had treated with a bolus delivery. Customer also reported a broken belt clip. The customer also stated their high blood glucose was caused by health issues. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.